Manufacturer narrative:
D4: correction to model number. D4, d5, h4: additional information. Manufacturer's investigation conclusion: the report of an outflow graft kink could not be confirmed as no images were submitted for evaluation. A specific cause of the reported outflow graft kink could not be conclusively determined through this investigation. The account reported that on (B)(6) 2020 the patient experienced hydropic decompensation caused by kinking of the outflow graft. The clinical specialist later reported that they had not yet received an answer from the surgeon concerning any details of this case. To date, no additional information was provided. The patient remains ongoing on vad support. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hydropic decompensation that was caused by kinking of the outflow graft of the lvas.